Event description:
The (B)(6) 4k uhd camera control unit is a loaner device that was returned to olympus with no reported complaint from the customer. Upon inspection at the loaner repair center, error code e117 (image screen and touch panel error) was observed. There was no patient involvement. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Inspection and testing of the device at the olympus repair center found the error code (e117) was due to a defective motherboard and graphics processing unit (gpu). In addition, service found the baffle plate on the rear panel was missing. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the defective motherboard and graphics processing unit (gpu) could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon:¿9.2 troubleshooting guide. Code:e117. Error message: otv error. Possible cause: camera control unit malfunctions. Solution: immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.